Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump read 5 ml was left to be administered when 40 ml (16%) of residual medication had not been administered. The device was connected to a single lumen which flushed easily, and brisk blood return was noted. No beeping was observed. No patient injury was reported.

Manufacturer narrative:
One sample was received for evaluation. The sample was received inside its original pouch in unused conditions. Visual inspection revealed no damage or other defects on the sample. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No actions were taken. Email address: (B)(6).